Manufacturer narrative:
Upon inspecting the images provided, one end of the stepped ream f/tfna helic blade+scr f/dh was observed to be broken. Thus, the reported complaint condition is confirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. DHR review cannot be performed since the lot number is unknown. The complaint condition is being confirmed during photo/video investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot, lot unknown. Device history batch, null. Device history review, null. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the surgeon used the stepped reamer for tfna helical blade and screw to drill prior to tfna screw insertion. The stepped reamer then broke close to the drill attachment. The reamer was then removed with a t-handle chuck. Surgical delay of three minutes reported. Fragments were removed and the procedure was successfully completed. This report is for one (1) 6mm/9mm cannulated stepped drill bit. This is report 1 of 1 for (B)(4).